Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the device's 5-amp breaker tripped. The device's power switch will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.